Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) competitor implantable pacing lead implanted: 2012 (B)(6); product ID 407652 implantable pacing lead implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that according to a monitor transmission, the device exhibited safety pacing after every atrial pace. The device remains in use. No patient complications have been reported as a result of this event.